Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("possible allergic reaction to metal alloys and pet in essure device") and device allergy ("possible allergic reaction to metal alloys and pet in essure device") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ("possible allergic reaction to metal alloys and pet in essure device") and device allergy ("possible allergic reaction to metal alloys and pet in essure device") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. Amendment: the report was amended on 18-feb-2019 for the following reason: after internal review, the coding of the reported event "possible allergic reaction to metal alloys and pet in essure device" was split; the information on device removal was entered as specification of the intervention required. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("essure surgical removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("possible allergic reaction to metal alloys and pet"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and allergy to metals outcome was unknown. The reporter considered allergy to metals and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.